Manufacturer narrative:
Concomitant medical product: 407452 implanted unknown, 4092-52 implanted (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the wound dehiscence and infection were observed on the implant site of the implantable pulse generator (ipg). Ipg system was explanted. No further patient complications have been reported as a result of this event.